Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed in the native annulus in an appropriate position. Upon release from the delivery catheter system (dcs), the valve dislodged out of the annulus. A snare was used to pull the valve into the ascending aorta. A second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.